Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the e-100 generator was not recognizing the vessel sealer extend (vse) instrument. Customer stated that they tried multiple devices, but issue remained. Customer attempted to power cycle the e-100. Staff ended up connecting the vse to the erbe to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse investigation found nest_pic not checked in download app. The fse enabled the nest_pic and the issue was resolved. The system was tested and verified as ready for use. The complaint regarding the e-100 was not recognizing the vessel sealer extend (vse) instrument was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the e-100 was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup erbe. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.